Event description:
It was reported that there was event with an aggressive full radius resector. After the 1st outpatient surgery, the patient went home. The user/operator later discovered in the sterile field that the tip of the shaver blade was missing. A second open surgery was then scheduled in the afternoon to successfully retrieve the missing part. Additional medical intervention was necessary. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The shaver head is broken off. The cut edges on the outer sheath are blunt and damaged - teeth on the inner blade are bent. Inner sheath shows run-in marks and is bent. Shaver is worn out - it shows all defects given as negative example in the IFU under "functional check of the shaver blades before renewed application". The event is filed under internal karl storz complaint ID (B)(4).